Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge, inspect and clean various components, and complete the load process, but was unable to successfully load the cartridge onto the pump. Additional troubleshooting in the original case was completed as advised by the support team.